Event description:
Litigation alleges that patient has experienced constant hip pain, popping and grinding in her hip when she tries to move or bend her left leg, difficulty walking, getting up from the floor or going up or down stairs. She suffers from pain and weakness in her left femur from the implant. She also suffers from elevated levels of chromium and cobalt in her blood.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 8/25/2014 - ppd received. Patient has been revised. There is no new additional information that would affect the investigation. This complaint was updated on: 09/09/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.